Event description:
Per user facility medwatch form, (B)(4), during a procedure the harmonic scalpel blade came off. It was removed from the patient in its entirety. There was no patient consequence.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during preparation the handle cannula of the snare was found to be detached. No noticeable damage to the packaging was noted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stabilized.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.